Manufacturer narrative:
Accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.  Zoll manufacturing evaluated the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. During the incoming functional testing at the distributor, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Device manufacture date: monitor: 06/10/2014, belt: 03/17/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest in the hospital on (B)(6) 2021. Review of the patient's download data indicates the patient received two appropriate shocks on the date of passing. The device was started up at 00:02:06 on (B)(6) 2021. The patient was in svt at 220 bpm at 06:51:29. The patient's rhythm then degraded to vt at 260 bpm. The patient received the first appropriate shock at 06:52:06. The patient's rhythm at the time of the shock was vt at 240 bpm. The patient's post-shock rhythm was sinus beats which degraded back to vt at 260 bpm. The patient received the second appropriate shock at 06:52:29. The patient's rhythm at the time of the treatment was vt at 260 bpm. The patient's post-shock rhythm was asystole with intermittent cardiac activity transitioning to sinus bradycardia at 30 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient's rhythm was obscured by motion artifact at 09:33:43. The electrode belt was disconnected at 09:35:13.